Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device's tip broke off during sterilization. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterilization at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The customer reported that the device's tip broke off during sterilization. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterilization at the user facility, there was no patient involvement and no delay to a surgical procedure.